Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed to open. A field service engineer (fse) attempted to clean the mini switches and applied carbon grease however this did not resolve the issue, then replaced both the latch and the harness, which successfully resolved the problem. The user subsequently inventoried the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was not opening, and it was not unlocking for nurses, and the user was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.